Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The wireless module was found to be inoperable due to a condition that would not allow the module to connect to a wireless network. This was caused by a failure on the radio pcb rendering the unit un-repairable. The un-repairable module was removed from service.

Event description:
It was reported that a wireless module was sent to our facility in error. There was no pt injury reported.